Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d6: explantation date provided for reporting. E3: additional reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- our visual inspection has shown that the hip-stem is broken as complained. The performed investigation could not detect any material faults. The microstructure of the used material was examined in a cross section and found to be according the standards. There were no irregularities (i.e. Nonmetallic inclusions etc.) Or signs of embrittlement evident. The measured hardness values are within the expected range. The present stratec hip stem was fatigued by cyclic overloading probably initiated by two main events visible as two significant macroscopic rest lines on the fracture face. This fact is underlined by the measured residues which could be deposed significantly during the time the crack was already opened. The followed cyclic overloading caused the stem to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. Finally, the crack propagated through the whole pin area, the smallest shaped cross section of the part and gradually diminishing the load bearing area until a final fracture occurred. The whole fracture structure and topography does not show any inexplicable properties or irregularities. The found amount of cleavage fractured content of the lamellar alpha-beta microstructure can be expected due to its structure itself (delamination tendency) but also can lead back to the fact that the part undergo numerous cycles of a polyaxially strain stress which can activate cleavage fracture mechanism, especially in a lamellar structure. The fracture start area is located on the most expected point of the part, first it is the area of the highest flexural strain, i.e. Especially regarding the biomechanical bending point by moving the human body. Second, the event happened at the smallest cross section of the part and third, in an area with artificial coarse-made surface. This kind of surface treatment is used to allow the bone to grow into. It must be noted here that it cannot be excluded that a mechanical damage by implantation and/or revision surgery initiated the fatigue fracture mechanism. Another reason for cyclic overloading can be a missing consolidation of the bone. In this case bone cement was used to probably fix or adapt any bone discontinuity, further, sometimes mechanical damage of the surface as found on the implant can act as notch and thus is a typical initiation defect for cyclic fatigue. It should be noted here that the product was in use for over 20 years which is an advanced age for this kind of implant. Also this case was classified as off-label use at this time, which means there is a high possibility that the different used parts of different company¿s did not adequately fit together so that further geometrical influenced stress was applied to the construction, especially on the weight carrying stem. It can be assumed that one or more mechanical events with high energy impact (e.g. Fall or the impact of a heavy object) initiated the crack. A possibly inadequately inserted hip stem, as well as potential damage to the stem during implantation together with an unintended combination of stem and head, may also have contributed to the event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot art. Nr. 71-001-00104 lot 940322 part/lot combination are unknown at synthes gmbh, no DHR review possible. As only part of the lot number is visible, we cannot find the combination of part / lot number. (Should be 7 digits). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - nails: femoral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that, while the patient was in pain, there was a cracking sound in the left hip without any previous trauma. Patient was fell on (B)(6) 2019 while walking. There was an unknown ppf hip stem implantation in 1995. There was no patient involvement. This is report 2 for 2 (B)(4).